Manufacturer narrative:
(B)(4).

Event description:
It was reported a loss of therapeutic effect. The patient had no stimulation sensation. Company representative indicated patient had lost about (B)(6) since implant and was able to flip ins in the pocket. It was noted reading >4000 ohms on all of the unipolar pairs. The company representative indicated a revision was scheduled for later today. It was later reported, patient had to have lead and ipg replaced due to twisting the device. The patient recovered without complications after the replacement surgery. Additional information was requested and will be provided when it becomes available.